Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the air and water nozzle was blocked with foreign debris that could not be removed. This observation was due to insufficient or incorrect reprocessing of the scope. Upon further inspection the reported air leakage was unable to be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera gastrointestinal videoscope had a clogged nozzle and leaked air. These issues were found during routine maintenance. There was no patient/user harm or injury reported due to the event.